Event description:
It was reported that the patient was no longer receiving adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14587151/14587151.